Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for evaluation. The device evaluation was unable to replicate the reported issue of the screen stuck on the logo. It was also observed that the device battery was critically low. The device passed performance testing after it was serviced, software upgraded, and calibrated. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral loaner device will not turn off, the screen was stuck on the logo and alarmed. There was no patient injury reported as a result of this incident.